Event description:
Info received indicates, the foot end brake casters are not holding.

Manufacturer narrative:
The facility found the block top coming apart and missing the washer and bearings. The facility replaced the block top to repair the bed.